Manufacturer narrative:
Device received with missing segment due to moisture damage lcd board. Unable to perform self-test and displacement test due to missing segment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was between 120 mg/dl to 150mg/dl at the time of the incident. Troubleshooting was performed for partial display and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.